Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Concomitant medications: aspirin and clopidogrel. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Addendum: additional info was received on (B)(4) 2013. The patient experienced the right hemiparesis on the same day of the index procedure ((B)(6) 2013). This report has been updated with the event date. Complaint conclusion: as reported via the (B)(4) registry, a patient experienced right hemiparesis on the same day of the index procedure. Pre-procedure nih stroke scale was 0, the stoke scale was 0 and the patient was asymptomatic. At the time of the index procedure, angiography revealed 85% stenosis to the left ostium internal carotid artery. The lesion was described as having >= 3 mm severe calcification, arch type ii and eccentric. The reference vessel was 6.0 in diameter with moderate tortuosity. A 6 mm angioguard was deployed successfully beyond the target lesion. It is unknown if the lesion was pre-dilated. A 7.0 x 40 mm precise pro rx was implanted at the target lesion. The angioguard was retrieved and debris was noted in the filter basket. It is unknown if air bubbles were present. The patient left the angiography suite with no neurological deficits. On the same day of the index procedure, the patient experienced right hemiparesis. The symptoms were gradual and patient fully recovered with no deficit. The duration of symptom was more than 24 hours. It is unknown if the patient was medically treated. The post nih stroke scale was 0, the stoke scale was 0 and the patient was discharged the next day. Concomitant medications included clopidogrel and bivalirudin during the procedure. At the 30 day post procedure visit, the patient's concomitant medications included aspirin and clopidogrel. Per the investigator, the event was not related to the index procedure and not related to the cordis product. The patient's medical history includes first-degree relative with premature cad, hyperlipidemia, copd, smoking, coronary artery disease, myocardial infarction, coronary percutaneous revascularization and hypertension. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Hemiparesis is a well-known documented potential complication of this type of procedure and is listed in the IFU as such. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. By definition ((B)(6)), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.

Event description:
As reported via the (B)(4), a patient experienced right hemiparesis post index procedure. Pre-procedure nih stroke scale was 0, the stoke scale was 0 and the patient was asymptomatic. At the time of the index procedure, angiography revealed 85% stenosis to the left ostium internal carotid artery. The lesion was described as having >= 3mm severe calcification, arch type ii and eccentric. The reference vessel was 6.0 in diameter with moderate tortuosity. A 6mm angioguard was deployed successfully beyond the target lesion. It is unknown if the lesion was pre-dilated. A 7.0 x 40mm precise pro rx was implanted at the target lesion. The angioguard was retrieved and debris was noted in the filter basket. It is unknown if air bubbles were present. The patient left the angiography suite with no neurological deficits. The post nih stroke scale was 0, the stoke scale was 0 and the patient was discharged the next day. Concomitant medications included clopidogrel and bivalirudin during the procedure. At the 30 day post procedure visit, the patient's concomitant medications included aspirin and clopidogrel. At an unknown date, the patient experienced right hemiparesis. The symptoms were gradual and patient fully recovered with no deficit. The duration of symptoms were more than 24 hours. It is unknown if the patient was medically treated. Per the investigator, the event was not related to the index procedure and not related to the cordis product.